Event description:
It was reported by the edwards territory manager that the patient returned to the valve clinic approximately 9 months post implant of a sapien valve complaining of shortness of breath and lack of energy. Tee revealed a severe pvl at the 12 o'clock position. At the time of initial implant the valve was in a 50:50 position with a moderate pvl and no central leak. The native valve leaflets had severe calcification. The tavr team elected to dilate the existing sapien valve with a 26mm balloon catheter. The initial dilatation of the valve produced a marked reduction in the pvl, and it was decided to balloon a second time. After dilating the valve the second time the pvl was reduced to mild; however, a 2+ central leak was noted. The team then elected to place a second sapien within the first. A 26mm sapien valve was prepared and implanted within the preexisting valve in a 60:40 ventricular position. Tee showed no pvl or central leak. It was reported the patient tolerated the produce well.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the root cause for the severe pvl cannot be confirmed; however, it is possible that the severe native valve calcification in combination with moderate pvl post implant contributed to the event. As reported, the balloon dilation of the existing valve contributed to the central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.